Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead. The involved right atrial (ra) lead is a non boston scientific product. These measurements correlate with a heart surgery this patient underwent. Boston scientific technical services (ts) was consulted and recommended further testing. Further information was received that it is planned to perform a chest x ray and follow up with the patient. No adverse patient effects were reported. At this time, this device system remains in service.